Event description:
Item is suspected in electrosurgical injury to pt. (Burn at corner of mouth). May be a design issue, or labeling. A review of records indicates there are no previous reports on nsn 6515-01-188-5415. Since this complaint was reported as a type 1, a mandatory medwatch report has been filed a copy has been faxed. The regulatory board has reclassified the complaint as a type ii. Because the other two similar items were not involved in the incident, they are not included in the investigation. The issue has been presented to the FDA and the MFR. According to the medical maintenance staff the reported malfunction was duplicated only when the probe tip was wet and the MFR's instructions caution that arcing may occur if the tip is not kept free of mucous and the other moist substances. The report to the MFR questions the oral use of this device if moisture can cause arcing.